Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the internal damage in the distal end of the device including the ingress of dust, particles or other foreign material, it has been caused by the failure of the distal end components. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited internal damage in the distal end of the device including the ingress of dust, particles or other foreign material. There was no patient involvement.